Manufacturer narrative:
Several requests were made as to the location of the device. No response was received. Should additional information become available or the device is returned, this report will be updated.

Event description:
It was reported during on-going use, the right ventricle (rv) lead had migrated along with the defibrillator which was exposed. The rv lead was replaced with a lead of a different model. Despite efforts to obtain further information as to the location of this lead, no response has been received.